Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: head rotates, abc)yes; nose shroud cracked/broken, ac)no,b)yes; staples in nose, ac)no,b)yes(5); staples in the track, ac(0),b(11) and trigger engaged with precock, abc)yes. Functional tests & results: cycled instrument, ac)no,b)yes. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "devices jammed" during surgery occurred possibly due to five staples jammed in the nose and a yielded cartridge nose weld from instrument (b). The device fired two staples well formed followed by five malformed staples due to the yielded nose weld. No conclusion could be reached whether the five staples jammed in the nose caused the nose weld to yield, or if the yielded nose weld caused the five staples to become jammed in the nose. Instruments (a) and (c) were rec'd empty in good physical condition. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the devices were used during an unknown procedure. It was reported by the afffiliate that the devices jammed. It was not reported if there were any pt consequence.